Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the filling tubing she was to press multiple times to get it fill up and it just stops filling and she was to hit it 3 to 4 times to get it going again. Customer¿s blood glucose level was unknown. Customer stated that the cracks on screen and scrapes too and piece of plastic breaking off reservoir. Troubleshooting was not performed. The device will not be returned for analysis.